Event description:
Same patient as report ID# 2134265-2018-62482. It was reported that in-stent restenosis occurred. An express stent and an epic stent was implanted on (B)(6) 2016 in the left common iliac artery. On (B)(6) 2018, the patient presented with stenosis in the left common iliac artery. It was discovered that the express stent had in-stent restenosis. No additional intervention was done.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 04:01 pm CT. The report number is being corrected from: 2134265-2018-63950to: 2134265-2018-63644.

Event description:
Same patient as report ID# 2134265-2018-62482. It was reported that in-stent restenosis occurred. An express stent and an epic stent was implanted on (B)(6) 2016 in the left common iliac artery. On (B)(6) 2018, the patient presented with stenosis in the left common iliac artery. It was discovered that the express stent had in-stent restenosis. It was further reported that the patient underwent an angioplasty of the left common iliac artery with a charger balloon on (B)(6) 2018. The patient underwent another angioplasty of the left common iliac artery with a charger balloon on (B)(6) 2018.